Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that the black foreign material of the nozzle came from the component of the silicon rubber products based on a component analysis. Since silicon is used for various use, the exact cause of the reported phenomenon could not be conclusively determined.

Event description:
During evaluation, olympus medical systems corp. (Omsc) found that the black foreign material was clogged inside the nozzle of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.